Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -2.50/1.0/013 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports the patient has high vault and vision is not good, refractive surprise and near vision disorder. Cause of the event was patient related factor and unknown. On (B)(6) 2023 the lens was exchanged with a shorter lens. This resolved the problem. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation:h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -2.50/1.0/013 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). The surgeon reports the patient has high vault and vision is not good. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).